Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2012 and obtained the following information. The patient tests her blood glucose 3-4x daily and manages her diabetes with humulin r insulin (40 units in the morning/ 10 units at night). The alleged issue began about a month prior to contacting lfs. The patient reported a blood glucose result of "211 mg/dl" with the subject meter before bed and administered her usual dose of insulin. About 2-3 hours later, the patient claims she woke up with symptoms of sweaty and dizzy. At that time, the patient obtained a blood glucose result of "63 mg/dl." The patient drank orange juice and ate peanut butter with crackers as treatment. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The products involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter and test strips have passed all testing with no faults found. Product analysis testing on the control solution was not required. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.